Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving 4000 mcg/ml fentanyl at 23.8 mcg/day via an implantable pump for complex regional pain syndrome type 1 and spinal pain. It was reported that a motor stall occurred on (B)(6) 2018 at 00:07. It was unknown if the patient had recently had an MRI. It was noted the patient was uncomfortable. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The pump was replaced and a new sutureless connector was attached. The pump was to be returned to the manufacturer.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear tear train and wearing on the upper and lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. The patient reported their pump went out, and he experienced withdrawal. The patient reported they had to have emergency surgery to replace the pump. The patient indicated the pump was replaced, along with part of the catheter.